Event description:
Per the clinic, the patient experienced an extrusion of the r/s and was treated with topical antibiotics (specific date and duration not reported). On (B)(6) 2022. The patient underwent a revision surgery to re-position the device and was hospitalised (specific duration not reported). Subsequently, the patient also developed a haemophillus infection. The device was explanted on (B)(6) 2022 and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 6, 2023.